Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging/in the auxiliary water channel and suction cylinder could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the ud angulation control knob and s-body. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures incf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the suction cylinder had foreign material stuck inside likely due to insufficient reprocessing. Additionally, during incoming inspection a leakage was found between the up/down knob and scope body. Due to damage on the nozzle, water removal ability did not meet the standard value. Due to damage on channel tube, suction volume did not meet the standard value. Due to wear of the angle wire, bending angle in down direction did not meet the standard value. The plastic distal end cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported it was not possible to brush from mh-433 valve during reprocessing since there was an obstruction. Forceps/instrument channel malfunctions on the colonovideoscope. The issue was found during reprocessing and reprocessing was not completed. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: suction cylinder has foreign material stuck inside. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.